Event description:
The customer reported a leak inside the act 5 diff instrument. The instrument was giving drain sensor time out errors when the leak was noticed. The volume of the leak was about 20 cc and was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes.

Manufacturer narrative:
The field service engineer (fse) found that tubing had popped off pinch valve lv10 and was leaking. The tubing through pinch valve lv10 controls the path between the diluent pump and the probe wash. The fse replaced the tubing and the instrument ran without any leaks or errors. No erroneous results were generated for this event. Upon recur; the failure mode identified is likely to cause flagged, un-flagged or non-numeric erroneous results for all parameters due to improper backwash of the probe. (B)(4).